Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-073: user not familiar with system IFU. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated he is using a different brand and has not yet returned to the pharmacy to obtain the replacement.

Event description:
Consumer reported complaint of inaccurate dispense for the 31g pen needles. Complaint was initially reported via e-mail and customer was contacted by telephone. Customer stated he was unable to depress the plunger and dispense the insulin. Customer stated the package had not been open or damaged when received. Customer was using compatible product (humalog kwikpen) and the pen needle was properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.